Event description:
Rptr had breast implants explanted in 1995 from operative report. "Postoperative diagnosis: 1. History of a bilateral breast augmentation with silicone gel implants, grade 4 capsular deformity of the right, grade 3 capsular deformity of the left, probable ruptured gel implant on the mammography on the left, lateral axillary adenopathy and multi-system symptomatology. 2. Ruptured left gel implant intact, 300 cc silicone gel implant on the right." Operation performed: 1. Bilateral total capsulectomies with removal of implant and implant material. (*)